Event description:
It was reported that the suction on the unit did not operate properly during surgery. It was further reported that the unit was replaced during surgery with a new unit that worked fine.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.